Manufacturer narrative:
A third-party imaging coil was also identified as producing low signal to noise ratio results and could have contributed to the broadband rf noise reported; this coil was replaced. Updated MDR coding is being submitted to reflect probable causes as light source in the or and imaging coil performance. Troubleshooting has not identified a further potential contributor to the intermittent rf noise, which appears to be resolved.

Manufacturer narrative:
An imris service engineer investigated the reported artifact on-site and was not able to reproduce the artifact. The imris magnetic resonance safety officer reviewed images provided and confirmed presence of broadband arifact. Based on followup communications the artifact has recently appeared intermittently and is most likely associated with a light source within the operating room that remained on during scanning, introducing rf noise. Third-party manufacturer of the MRI magnet and imaging coils was engaged and has not identified a product malfunction while on-site. If any further reportable information is received a follow-up report will be submitted. This event was reported due to the length of procedural delay under anesthesia reported by the end user, no injuries to the patient were reported.

Event description:
The customer reported that during intra-operative imaging in the operating room, a major broadband radiofrequency artifact presented during mr scanning after the magnet was advanced to imaging location in the operating room. The rf noise prevented the diagnostic images from being clinically useful. The patient was taken out of the skull pins and transported to the diagnostic room for scanning, which was completed successfully. The customer reported there was no harm or injury to the patient; however a delay greater than 60 minutes occurred and additional medication and monitoring were required during the modification to the planned imaging portion of the procedure.